Manufacturer narrative:
Upon receipt, the lead was found dissected in three segments at 12 cm distal to the is-1connector pin and 47.5 cm proximal to the lead tip. All lead segments were returned for analysis. The inspection revealed signs of wear along the lead segments, in the area of the tricuspid valve as well as at the proximal part of the lead. In particular, the insulation was found damaged at the is-1 connector. This damage can be considered to be the root cause of the clinical event. Based on the characteristics and location of the damage, it is reasonable to assume that the lead had been subjected to an excessive mechanical stress in the implanted state asa result of the interaction with the ICD can. This assumption is consistent with the abrasion mark observed on the ICD housing. Further inspection of the lead revealed explantation damages i.e. The rv shock coil was found deformed. The analyses of the ICD and the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 36 months, oversensing and an impedance increase were reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.